Event description:
Complainant alleged that while attempting to pace a pt, the device failed to capture the pt's heart rhythm and the pacer output was not adjustable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.